Event description:
It was reported that during a procedure to reposition the rv (right ventricular) lead, it was impossible to reconnect the atrial lead to the device due to setscrew problems. Follow-up did not yield any additional relevant information regarding this event. The device was explanted and replaced, and the lead apparently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).